Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a field representative was contacted by an on call physician to report that this right ventricular (rv) lead exhibited loss of capture (loc). The physician suspected that the lead had perforated the rv, however, it is unknown if this was confirmed. The physician requested rv therapy to be programmed off and a surgical procedure was planned for a future date. No further information has been received indicating whether or not a procedure has been undertaken. A request was made to obtain additional information, however, no additional information is available at this time. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.